Event description:
A surgeon reports a custom patient with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. The surgeon expressed concern for the left eye only. Patient records provided indicate a 1-line decrease in bcva for the left eye at 6.5 months post-op. Ucva improved from 20/400 to 20/40. During the post-op period, this patient experienced dry eye, halos and glare. Punctal plugs were inserted to temporarily block the tear drainage system and symptoms of dry eyes were decreased. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 5/18/2007.